Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The patient corrected the leak of the set without disinfection and on (B)(4) 2012 was hospitalized with symptoms of peritonitis. Additional information was received: the nurse confirmed the peritonitis. The cause was a break in aseptic technique, the patient has been retrained. The patient was treated with vancomycin (B)(6) ciprinol (2 x 200 mg) and has recovered.

Event description:
A nurse contacted baxter (B)(4) regarding a leak from a locking titanium adaptor. The nurse relayed a report from a home patient (hp) who two days earlier, during preparation of dialysis she noticed a leak at the connection between the transfer set and the titanium adaptor. There was patient involvement.